Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration at a dose of 5.4 mg/day via an implantable pump for non-malignant pain. It was reported that this was the patient¿s second pump. They ¿put a pump¿ and the patient felt good. The pump was changed on (B)(6) 2016 and within the hour that all went away. The patient had lost 63 pounds since implant. The patient had concerns over the pump. On (B)(6) 2016, they plan on replacing the catheter. A (B)(6) study and rotor study were performed on the pump in (B)(6) 2016. All the tests showed the pump was fine, but the same thing had happened previously. The patient was not doing as well as with the previous pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). There was no device issue per logs and rotor study. The catheter had not yet been replaced as it was pending approval. It was noted that the unexpected weight loss could be due to multiple issues. The patient was an "unreliable source" and had "inappropriate/irrational" thought process. The hcp would not be able to determine if it was a catheter issue until they met with the surgeon.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.